Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to damage on the k-pipe, water tightness was lost. The s-connector was deformed. The adhesive on the bending section cover, bending section cover, connecting tube, image guide protector, universal cord, and plastic distal end cover were scratched. The control unit and right/left/up/down knobs were dirty. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, leakage was found from the instrument/suction channel on the duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted the inside of light guide lens was dirty and the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the dirty inside of the light guide lens and the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "inside of lg-lens [light guide lens] was dirty" was presumed to have occurred due to physical stress, chemical stress, storage environment and so on. The suggested phenomenon of "forceps elevator had foreign material" was presumed to have occurred due to the following: reprocessing conducted by the user was different from reprocessing recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. User can detect the suggested event properly by handling the device in accordance with the following IFU. Inspection of the endoscope. User can reduce/prevent occurrence of the suggested event in accordance with the following IFU. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Brushing around the forceps elevator and instrument channel outlet. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.